Event description:
The end of the blue clave cap remained open, allowing IV fluid to leak. The nurses think the clear part of the clave (where tubing screws in so that it that acts as a one-way valve) wears out with repeated use.

Event description:
The end of the blue clave cap remained open, allowing IV fluid to leak. The nurses think the clear part of the clave (where tubing screws in so that it that acts as a one-way valve) wears out with repeated use.